Event description:
It was reported that cadd legacy pump - failed pressure 11.87 psi, during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure messages in the event history logs. The customer stated problem was duplicated. Found fluid ingression and downstream sensor nub damage cause failed at pressure testing station psi. Replaced faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jul. 2008, and is out of warranty. Therefore, no manufacturing DHR review is needed.